Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot#: va09vsa, implanted: (B)(6) 2016, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 07-jun-2017, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Patient said it hurts to bend over and it hurts when they get up and off the ground; they think the lead might be moving or something and could be hurting them. The patient wants to know if they would need to have it explanted. The consumer also mentioned the healthcare provider (hcp) keeps turning the device up, but it does not do anything; the device hasn't helped as much even when the hcp turns it up. As a result of what was reported, the patient was redirected to their hcp. An hcp listing was also sent to the patient. No further patient complications have been reported as a result of this event.